Event description:
A physician reported that the irrigation could not be performed, water did not flow, and priming failure occurred during calibration for cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with cutter inside of the port. Body needle was slightly bent near stiffener. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. No wear assessment could be performed due to the inner cutter broke while trying to extract from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation and aspiration failures. The most likely cause for the actuation and aspiration failures is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No action has been taken by the manufacturing site as an exact root cause for the actuation and aspiration failures and bent needle could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).